Manufacturer narrative:
(B)(4). Concomitant medical products: 51-106170 3587045 taperloc complete microplasty stem, 163638 488360 modular head component 28 mm head diameter/ no skirt plus 6 mm neck type I taper. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04673, 0001825034-2017-04708.

Event description:
It was reported patient's hip was revised approximately 8 month's post-implantation due to pain and stem migration. All implants were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The x-ray review report stated that the acetabular cup demonstrates a decreased lateral inclination angle. This could be a source of patient pain/discomfort. Although the provided summary indicates concern for instability of the femoral stem, there is no radiographic proof of this possibility.